Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a red screen with error codes 41622 1003, related to a system fault with the printed wiring assembly board and or motor/lose hub gear. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9 - date returned to mfg 4-sep-2025. H3: one device was received for evaluation. Service history review identified this device had not been serviced in the last 12 months. The customer issue was confirmed through the motor and occlusion test. The root cause of the issue was a damaged cam flex sensor and it replaced to fix the issue. A performance verification test (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.